Event description:
In 1979 pt was bilaterally implanted with silicone gel-filled breast implants. In the past few years pt had begun to suffer from serious medical problems. Some of which are elevated ana, fibromyalgia, chronic fatigue, arthritis affecting several joints, hypothyroidism, and a degeneration within the spine causing two different bone spurs. Through MRI doctors found both implants ruptured. Note: at time of explantation doctor found longstanding rutures, the left one was completely flattened and the right one had disintegrated with silicone gel blobs outside the silicone capsule.